Manufacturer narrative:
Product complaint (B)(4). Additional information: product not returned. Additional information has been requested and the following was received what date /day post op was the reaction noted? Within 36 hours for all incidents was a dressing placed over the incision? If so, what type of cover dressing used? No dressing placed over the incisions ¿ they were all port sites additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Name of surgery? What was the procedure date? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Please verify lot reported: xhbdpl,as it is invalid. Please confirm that ¿shbdpl¿ is appropriate lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a general laparoscopic procedure on an unknown date in 2022 and topical skin adhesive was used. Post op the surgeon noticed that patient developed contact dermatitis and needed to go to the ER for treatment. The adhesive was removed and antibiotics were prescribed to reduce the inflammation. Patient currently doing well. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) a manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.